Event description:
Boston scientific received information that this patient received five inappropriate shocks which resulted in tachycardia therapy exhaustion. According to this patient's physician, the patient was noncompliant with her medication to control her atrial flutter with rapid ventricular response.

Manufacturer narrative:
The therapy zones for this patient were adjusted and will be reprogrammed when the patient is stabilized. No other adverse events have been reported. This product issue will be re-evaluated if additional information is received.